Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open neck procedure, during a vessel ligation, there was no clip on the jaw when it was activated and the patient's vessel was perforated. Another device was used to complete the procedure.